Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device would not run, had a sticky trigger, and was unable to assemble. It was further determined that the device failed pretest for check the power with the power test bench, check function of the device, check for sticky trigger, and check cannulation. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had would not run and had a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).